Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have passed the recognition and engagement tests when placed on an in-house system. The instrument was recognized by both electrosurgical units. There were two high impedance errors that occurs when a user tries to seal or transect too much tissue between the jaws. Additionally, the grip ring of instrument was found to be dislodged likely causing the grips to not open. The grip open lever was not functional, and the grip ring moved freely up and down grip at the grip drive adapter. The grip ring screw was found to be dislodged, and it was attached to the magnet inside the housing. As a result of this dislodged grip ring screw, the grip ring was found to be dislodged. The instrument exhibited an imprecise motion during gripping and un-gripping when the master tool manipulators (mtms) were manipulated. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues with the product. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was observed to have a recognition issue. The customer stated that they were unable to get signals upon plugging the instrument. The customer tried to plug it in several times but with no change. The procedure was completed with no reported injury.